Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump battery was warm to the touch. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump alarm history revealed several "low battery" warnings and "replace battery" alarms. There was no physical or moisture damage found to the battery compartment. The pump was booted to the verify screen with the appropriate auditory and vibratory alarms. The pump was tested with an external power supply and the electric current draws were found to be out of specification. The black box history indicated short battery life and abnormal battery usage. The pump was opened and the printed circuit board (pcb) component was found to be defective.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.